Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 428 mg/dl. Customer stated insulin pump stopped working and it was not delivering insulin. Customer stated the insulin exited. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was refused to proceed with troubleshooting since they no longer had any remaining supplies. The insulin pump will not be returned for analysis.